Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: ¿staple did not form on the patient side.¿ were the staples malformed (irregular in shape) or did the staples not deploy (were missing)? What device was used in the procedure? What was the product code for the powered echelon device used in the procedure with the ecr60t? The staples deployed but did not form, i.e. Were still in their original shape. Surgeon also reported some of the orange drivers fell out of the reload and had to be retrieved from in the patient¿s abdomen. The product code for the powered echelon is pse60a.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the final (sixth) firing, the staple did not form on the patient side of the stomach but did form on the specimen side. The surgeon was using peristrips on the reload. Surgeon over sewed the staple line. Delay 10 minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: one piece sled, drivers, pan, cartridge. Second returned cartridge - batch k5d95x, manufacture date 11/05/2013, expiration date 10/05/2018. The analysis found that two ecr60t cartridge reloads were received for analysis. Cartridge (a) ecr60t, l53g04, was received fully fired and in good visual condition. Additionally a staple was found on cartridge deck. The found staple does not belong to a medical device. Cartridge (b) ecr60t, k5d95x was returned with the right side fully fired, left side outer row fully fired and the two inner rows partially fired 1/6. Cartridge body was noted to be damaged. Furthermore the cartridge pan was partially detached at distal left side. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reloads.